Manufacturer narrative:
The reported field event of the lead not fitting through the header was confirmed in the laboratory. The cause was most likely due to epoxy in the ring contact spring.

Event description:
It was reported that the device was not implanted due to lead not fitting into the header.